Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the patient had second degree burn at the surgical site on the side of the back. The nurse informed that hydroalcoholic chlorhexidine was used to disinfect the surgical site at the beginning of the surgery. No injury was detected at the patient return electrode site. The unit already passed the annual technical reviews. After the incidence they reviewed it and again didn't find any issue, in fact was working properly. The unit currently was being used in the operating room. The technical assistant informed us that they considered that the liability was during the preparation of the patient due to the use of hydroalcoholic disinfectant. They confirmed that was not caused by the rem pad or handpiece. They didn't followed the manufacturer instruction for use recommendations.